Event description:
It was reported that the pump touch screen had missing/stuck pixels. Reportedly the customer reverted to manual injections for insulin therapy. There was no adverse impact to the customer¿s blood glucose.